Event description:
Poor quality of vision and glare vision. An ophthalmogist reported case regarding patient (age unknonw) implanted unilaterally with tecnis lens. The patient, who suffered also from myopia, very heavily complained of glare and poor quality of vision. At the time of the report the outcome of the event was unknown. The lens was implanted by phacoemulsification due to high myopia in 2003. After surgery the patient suffered glare. As the patient did not recover by correction with glasses, the lens was switched in may03. The patient's condition was still unknown. The case has been upgraded by grv on 18jul03 as the event required intervention.